Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. It is presumed that the cable unit broke down due to the handling of users such as excessive force was added due to the fact that there was no abnormal at the time of shipment by DHR and the breakdown of the cable unit was confirmed by device evaluation. The instructions for use (IFU) states: do not apply impact to the camera head. Otherwise, it may be damaged. Do not bend the electrical contacts or optical connections of the video connector by striking them. Otherwise, it may become impossible to connect to the camera control unit or cause connection failure. Do not round the camera cable smaller than 20cm in diameter. Otherwise, it may be damaged. When rounding the camera cable, be careful not to twist the cable. Otherwise, it may be damaged. As a winding method that does not cause twisting, there is a method in which the top and bottom of the overlapping loop of the cable are stacked alternately. ¿ do not apply excessive bending, pulling, twisting, crushing, or other force to the camera cable. Otherwise, the camera cable may be broken. Olympus will continue to monitor complaints for this device.

Event description:
It was reported by the customer the 4k autoclavable camera head is unable to display an image. In addition, an unspecified error code appeared. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, no image display and e224 error code was confirmed due to faulty cable unit. Furthermore, there was no sense of switch button depression for button number one due to faulty switchboard. Lastly, the rear cover label was fading. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.